Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.